Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while testing the lead during a device replacement procedure, loss of pacing was observed on the right ventricular lead. The lead had an insulation break. The lead was capped and replaced on (B)(6) 2017. No patient symptoms were reported. The patient was stable post procedure.